Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was sick from anesthesia after implant. The patient reported that she woke up puking, feeling sick, passing out and was sick from anesthesia from the surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the getting sick from anesthesia, puking and passing out was a spinal stimulator operation. The patient reported that the normal steps were taken to resolve the getting sick from anesthesia, puking and passing out; they didn¿t expect a reaction. The patient reported that the issues were resolved. No further complications were reported.